Event description:
It was reported that the patient had an implant scheduled for (B)(6) 2011, but when the surgeon started the laminectomy, he ran into a sebaceous cyst and had to abort the procedure. The cyst was cultured and the patient was treated for an infectious disease. The patient was cleared for the implant in (B)(6) 2011 and complained of soreness after the procedure. A couple weeks after surgery, the patient was getting good stimulation coverage, however, when the patient leaned back in a chair, the sutures burst at the lead insertion site and pus came out. The pus was cultured, the same type of infection was found as when the patient had the cyst. The incision was irrigated and the patient had a peripherally inserted central catheter line for antibiotic treatment. The patient later experienced pain at the implant site when stimulation was on, as if a blister was being pressed against. If the stimulator was left on for six hours the site would continue to hurt during the night, and slowly improve the following day. The incision at the implant site had healed, and the patient did not have a fever. There was no known accident or incident related to the complaint. Impedance measurements were normal, and the patient felt stimulation at 2.5 to 3.0 volts. The patient was originally implanted for bilateral pain. With stimulation on or off the pain on the right side was gone. The pain on the left side had been targeted with programming. Additional information received reported that the patient's device and lead were removed due to infection. Patient outcome was not provided.

Manufacturer narrative:
Programmer model 37743, serial # (B)(4); lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
Additional information showed the patient's infection was resolved.